Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted or explanted. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier: (B)(4) ¿ manufacturing date: may 8, 2013 no non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a temporary fixation pin broke during an anterior lumbar interbody fusion (alif) procedure on (B)(6) 2016. During plating with the antegra system, the surgeon placed the pin, per proper technique, then inserted a screw above the pin and started the screw below it. As the surgeon attempted to move the pin closer to the bone, it broke in the patient's sacrum. In order to remove all of the fragments, the surgeon needed to drill around the imbedded portion of the bone. All fragments were ultimately retrieved and the remaining screws were successfully implanted. The procedure was completed with a fifteen (15) minute delay. The patient's outcome was reported to be good. Concomitant device(s) reported: plate (part/lot numbers: unknown / quantity: 1) and screw (part/lot numbers: unknown / quantity: 2). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
One temporary fixation pin, long (part number 03.661.125, lot number 7258900) was received with the complaint category of ¿broken: intraoperatively.¿the temporary fixation pin is part of the antegra system and allows the user to lag the plate to the bone. Information regarding use of the system is provided per the antegra instruments and implants technique guide. The device was received with a roughly oblique fracture at the distal tip. The break is located in the threaded region approximately 14.3mm/15.9mm from the start of the 3.8mm diameter portion of the device. The broken portion was received. The fracture site was examined under 10x magnification and no material voids or irregularities were identified. The balance of the device shows wear consistent with significant use and is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The received condition of the temporary pin is consistent with failure due to torsional forces beyond the yield strength of the shaft. However, given the unknown specifics at the time of the break and over the lifetime of the device, a root cause could not be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.